Event description:
During a pta treatment procedure, deflation difficulties were encountered with the talon balloon after the third inflation to 18 atms. The first two inflations were also to 18 atms. The lesion being treated was a 90% stenotic lesion in a left radial dialysis shunt. The physician used a 5 fr mosquito introducer sheath for vascular access, and a transcend ex guide wire to cross the lesion. The talon balloon was still partially inflated when removed from the pt. Another balloon was used to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.